Manufacturer narrative:
(B)(4). Meter and test strip returned on 4/5/2016; qc evaluation completed on 4/29/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produce e-5 error message and erratic reading on 55 levels. The r&d final investigation has been completed on 5/06/2016. The most likely root cause of truetrack, test strip lot rs4812 which gave e5 error is due to returned strip covers came off easily as a result of blood leaked underneath the spacer. The leakage of strip cover will trigger either e5 or low blood glucose readings.

Event description:
Customer stated that he is receiving an e-5 error code when applying blood sample during the test. During the call the customer performed a blood test an obtained an e-2 error code. The product is not stored according to specification in the bathroom. Customer states has not felt well during the call date due to blood pressure being very high.